Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient still had their original implant for 2011 and she believed that it failed. The patient clarified what she meant by ¿failed¿ was that she was experiencing a return of symptoms. The patient stated on (B)(6) she had a couple of ¿close calls¿/accidents. The patient noted on (B)(6) she did not have a signal to go the bathroom before her bladder spontaneously emptied 3 times. The patient stated it was not a little bit, it was a lot and she had not even drank a lot on that day. The patient stated she turned on the patient programmer and saw her device¿s stimulation was off despite her not turning it off. The patient stated she turned the stimulation back on and changed programs and it seemed fine, but when she went to double check which program she changed her therapy to, she encountered the ins low screen on the patient programmer. The patient stated her body was acting like it did before she had the device implanted. The patient mentioned she had experienced a return of symptoms previously. The patient stated she noticed a return of symptoms and a lot of accidents about a year or a year and a half ago and she went to the healthcare professional (hcp). The patient stated they discovered the ins was off even though the patient didn¿t know how it got turned off because she kept the patient programmer batteries out of the patient programmer when she wasn¿t using it. The patient stated in (B)(6) 2017 she had a return of symptoms and changed the program, but she decided to put it back on the program one because it was her ¿best one¿. The patient noted she was fine until (B)(6). The patient noted they had called the hcp and they had instructed her to call the manufacturer and request a replacement device, but the patient thought that did not make sense. Patient services stated the hcp may have misunderstood the situation and the patient was redirected to the hcp. The patient synced with the patient programmer and the programmer showed the stimulation was off. The patient stated previously she only saw the ins low battery informational screen and the patient programmer wouldn¿t do anything else, but it now she was seeing the low ins battery icon on her therapy screen. There were no further complications that have been reported as a result of this event.